Event description:
It was reported that the customer had one sensor that did not have a cannula and there were 2 sensors that did not connect to the pump. Customer's blood glucose was 12.9 mmol/l. The watertight tester procedure was performed twice but was unsuccessful. The sensors will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.